Manufacturer narrative:
D.10. Concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot # p5b0841s). Egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p5c1426s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open esophageal cancer radical surgery, when creating the tubular stomach, during the first firing with the universal handle and 60mm reload, the staples did not form a proper b-shape, and the staple line was incomplete in the central portion. Manual suturing was required to repair the incomplete staple line. The second firing, after replacing with a new reload, resulted in the same issues: poor staple formation, and an incomplete staple line in the middle, again necessitating manual suturing. The surgical time was extended by more 30 minutes due to these problems. Finally, after replacing the handle with a new one, the surgery was completed.

Manufacturer narrative:
Additional information: d3(MFR name, street 1, MFR city, MFR region and postal code), d4(lot number and UDI), d9, g3, h3, h4, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there were issues with staple formation and an incomplete staple line. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.